Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's left side. Diagnosis is "periprosthetic fracture." Notes indicates "please supply a cemented left proximal femur endoprosthesis. Mochenteric attachment. Allow hollow body to allow cementbalron into 6.5 mm of the distal femoral stem to be retained in the current knee prosthesis." Current pin (B)(4).